Manufacturer narrative:
H.6. Investigation: it was performed the DHR, the quality notifications (200898873), and records of maintenance ((B)(4)) where it has been opened for potentially failure related records. The images were evaluated, and it was possible to observe failure in the batch printing. The possible causes for the occurrence: fault in cartridge print line. Insufficient ink in the cartridge. Machine contact failures with the cartridges, causing printing failures. H3 other text : see h.10.

Event description:
It was reported that 681 needle precisionglide 21x1-1/4in. Experienced no label or missing label information. The following information was provided by the initial reporter: after the review, we had (B)(4) units disapproved from batch 0182648.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 681 needle precisionglide 21x1-1/4in experienced no label or missing label information. The following information was provided by the initial reporter: after the review, we had 681 units disapproved from batch 0182648.